Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by the end user that she had an irritation under the tape collar. She reports a chemical burn feeling that resulted in red, irritated skin with scant bleeding that oozes serum under tape collar. She consulted with her health care professional and was diagnosed with candida (fungal infection). She was prescribed two (2) rounds of diflucan by mouth for 5 days each, as well as two (2) rounds of cefdinir liquid 250 ml two times daily for 10 days each without resolution. She reports completing both medications by the end of (B)(6) or first of (B)(6) 2017 and also used nystatin powder from a previous event. She stated that she exposes the affected area to air and the tissue dries up and begins to resolve. The product was removed and replaced with the same product. No pictures were made available. No further details have been provided.